Event description:
It was reported the patient presented for a leadless pacemaker (lp) implant. During the procedure, due to patient anatomy, an acceptable location could not be found. The lp was removed, the helix was seen to be slightly extended. Implant attempt was abandoned, and the patient was stable.